Event description:
I had to have dentures in approx 2003 and used poligrip for four years and then use fixodent or poligrip to this date. (B)(6) 2010, I started experiencing tingling, numbing, stinging in my left arm. My feet also will go to sleep very easily. On (B)(6) 2010, a blood test was done, the result is high zinc levels. Dose or amount: #1 & #2: denture cream. Frequency: #1 & #2: 1-2 daily. Route: #1 & #2: oral. Dates of use: #1: (B)(6) 2003. #2: (B)(6) 2007. Diagnosis or reason for use: #1 & #2: denture adhesive. Event abated after use: #1 & #2: no.